Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in the clinic for routine follow-up, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were observed on the device. Programming changes were made. The patient remained stable.